Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following a peripheral interventional procedure. It was reported that the physician did not encounter any resistance during device insertion or foot deployment. The needles were deployed and when the plunger was retracted, no suture was present. The physician stated that an abnormal "clicking" sound was heard. Hemostasis was achieved via manual compression. One week later, the pt underwent a previously scheduled femoral popliteal bypass surgery. It was reported that during surgery a portion of the foot, which contained the cuff and a section of the link, were retrieved from the femoral artery. The surgeon informed the physician of the discovery of the broken foot. The pt was discharged from the hosp on an unspecified date and is doing fine. Though requested, no add'l info was provided.